Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/05/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the intact jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000006999). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device did successfully transect tissue four (4) times. Based on the returned condition of the device, the investigation results, the reported failure, "failure to cut¿, was not confirmed. The lot # 3000299854 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the vasoview hemopro vh-3500 handpiece was not cutting/sealing tissue when power was activated - changed out the cord, which did not solve the problem. When handpiece was changed, tissue was cut/sealed appropriately.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.